Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer reported she was at the dog park and when she was driving home the insulin pump had alarmed. Customer stated none of the buttons were responding so she removed the battery and reinserted after she waited for a few minutes. Buttons continued to be unresponsive. Customer did not recall her blood glucose level at the time of event or any issues which may have cause the alarm. Customer was advised to discontinue use of the insulin pump, revert to back up plan, and the device needed to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump received with cracked case at the display window corners, minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.